Manufacturer narrative:
Weight and ethnicity: unknown, as information was asked but not provided. Date of event: unknown as information was asked but not provided. Date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure. The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was inserted into the patient's ocular dexter (right eye) and a scratch on the lens was identified after lens implantation. The iol was removed during the same procedure. Through follow-up, additional information was received the same procedure was completed successfully using back-up lens with the same model and diopter size. There was no unplanned vitrectomy. Patient outcome post-procedure was reported as unknown. No further information is available.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 22-apr-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the suspect iol was received stuck to the patient label. The lens was removed and found to be cut in half. Visual inspection under magnification was performed and revealed scratches and an edge chip on the lens. No further issues were identified. Complaint issue "cosmetic issues" was observed during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.